Event description:
Patient was having scoliosis surgery, incision open from t1 (thoracic vertebrae) to sacrum. While surgical table was being adjusted to the correct position, the table froze in tilted position-approx 30 degree angle. Patient was successfully transferred to another surgical table with wound clamped closed, under sterile conditions, with sterile towel covered by loban. Entire surgical team re-scrubbed and antibiotics given to patient. Surgery continued.